Event description:
On (B)(6) 2011, the patient underwent repair of an abdominal aortic aneurysm. The gore excluder aaa endoprosthesis featuring c3 was deployed; however, the distal ipsilateral limb did not deploy completely. Upon pulling the gray knob, a pop was heard. The side hatch in the deployment handle was opened, but a string was not seen. The proximal olive was pulled through the ipsilateral limb which allowed for the insertion of a balloon which increased the diameter of the limb once the delivery catheter was removed. The device was mostly opened and since blood flow was not occluded, the device was left as it was. During the process, the device migrated distally about 1/2 cm. An aortic extender component was implanted. The patient tolerated the procedure. The gore excluder aaa endoprosthesis featuring c3 handle and the delivery catheter have been returned to gore and are under evaluation.